Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home and continued to wear the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - (initial use), electrode belt sn (B)(4) - 01/01/2012 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report that he received a treatment on (B)(6) 2014. Double counting and signal artifact contributed to the false detection. The patient was treated at 14:09:48. The rhythm at the time of treatment is unknown due to signal artifact on both channels. The post-shock rhythm was a sinus rhythm. The patient reports that he was conscious and in his rec room at the time of the event. The patient reported pressing the response buttons. The response buttons were pressed prior to treatment delivery, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation. The patient remained at home and continued to wear the lifevest.